Event description:
The customer reported that on (B)(6) 2011 cardiac troponin (accutni) no value results with instrument generated flags were generated on the access 2 immunoassay system for approximately six to seven patient samples. The exact number of patients involves and their associated actual results were not provided by the customer and are therefore unknown. The instrument flag was an indeterminate flag which is indicative of a result that cannot be distinguished from a system failure. The patient samples were repeated on the same instrument and repeat accutni results generated numerical results which were considered valid and reported out of the laboratory. The actual repeat results were not provided by the customer. Beckman coulter inc. Customer technical service guided troubleshooting revealed that the s0 assay calibration standard relative light units (rlus) which were higher than the involved patient rlus. Beckman coulter inc. Customer technical services advised the customer to recalibrate the instrument assay. The initial accutni no value results were not released from the laboratory. There was no death, serious injury or modification to patient treatment associated or attributed to this event. Specific patient information, sample handling/collection and system information was not provided by the customer. The customer indicated that instrument accutni quality control results had recovered within the customer's established specification during the timeframe of the event.

Manufacturer narrative:
Service was not dispatched to the site for this event. Beckman coulter inc. Customer technical services guided trouble shooting resolved the issue. A definitive root cause has not been determined to date for this event with the data provided.